Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 7 at the had continued failure. A replacement drawer was received to replace the failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the replacement drawer had an improperly installed divider plate. The field service engineer removed and reinstalled the divider plate, migrated all pockets to the replacement drawer, and verified proper operation through application testing and hardware test application diagnostics. The system functioned as intended after the field service engineer repaired the device.